Event description:
It was reported that the patient underwent a procedure to upgrade the implantable cardioverter defibrillator (ICD) system to a cardiac resynchronization therapy defibrillator (crt-d) system. During the procedure it was observed that there was right ventricular (rv) oversensing of noise that was not previously seen during follow-up. Review of the device logs showed that previous events were recorded due to the oversensing and had been treated with anti-tachycardia pacing (atp). The upgrade procedure was completed, and the rv lead remains in service, with the plan to continue to monitor the situation. No adverse patient effects were reported.